Manufacturer narrative:
Submit date: 08/25/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that caregiver (cg) reported that the home patient (hp) stated that over the last few months they have been using the island dressings and when they try to remove them off of their skin the dressings are so dry they are peeling off the skin, leaving a black discoloration sometimes. The hp has tried using alcohol pads to help with the removal of the dressings.